Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. The patient reported that they were able to adjust the stimulation settings to their activities or position with their old ins and now they were able to do that with their current ins. The patient reported that the current device does not help with their pain and they have tried reprogramming numerous times. The patient reported that the stimulation varies with position and they get aggravated and turn it off. The patient also reported that the ins shocks them so hard that when they are in certain positions, they lock up and need assistance getting out of that position and turning it off. The patient reported that they were waiting on workman¿s comp to have the battery replaced. No further complications are anticipated.